Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc coil impedance spiked to 116 ohms from a 50-60 ohm trend with variability. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that an alert was triggered due to high superior vena cava (svc) coil impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.